Event description:
Additionally it was reported that the event resolved 2.5 months after onset.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected inferior to the bone of the mentum with juvéderm volux xc. The patient had ¿significant swelling¿ in the submentum area 48 hours after injection and was treated with an antihistamine at the injector's office. The patient did not want to dissolve and was also treated with a steroid. A month later, the treating physician performed a needle draining,¿ where 5 cc of pus was observed. The was then flat, but within 48 hours, the area had accumulated again. The patient was then put on antibiotics and a CT scan was performed, results pending. An incision and drainage was performed. The patient reported that the area is much better, but all the filler in the chin seems to be gone.